Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter were not returned for functional evaluation. The assignable cause of the odor/smells and haze/mist/vapor issue is the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse performed a planned maintenance and utilized the kit to replace the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter to resolve the odor/smells and haze/mist issue. Unit meets specifications and was returned to service on 10/20/2016. The customer confirmed after service, they did not experience any more odor issues.

Event description:
A customer reported an event of an odor and haze emitting from the sterrad nx sterilizer. The customer stated one healthcare worker (hcw) experienced eye redness. However during follow up, the customer clarified a hcw experienced a headache and it was not related to the sterrad unit. The hcw did not seek or receive any medical attention/treatment and is reported to be "fine." The customer stated they were unaware of any staff members experiencing any eye redness. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.